Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The manufacturer¿s field service engineer (fse) confirmed the reported rebreathing risk failure issue and replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported rebreathing risk failure. There was no patient involvement.